Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump containing dilaudid with an unknown concentration. Indication for use was unknown. It was reported right before christmas in the second week of (B)(6) 2016, the patient stated she went to bed, and the left hip hurt as it always had. The patient woke up screaming in pain and had to call an ambulance and stated no one could touch her. The patient stated she had all the hardware taken out from her back because it had shifted. The patient stated they did a dye study, and it wasn¿t the pump. The patient stated she had incisional pain, but had zero back pain and was taken off the pain medication. The patient didn¿t need rehab until 2 weeks ago ((B)(6) 2017). The patient stated she had a follow-up appointment in (B)(6) 2017 and was back to baseline of no back pain and just had the left preexisting hip issue. The patient stated she was at 20 mg/day (dilaudid) and started going down to 14.1 mg and was doing great with her back. The patient stated 2 weeks ago she was having a flash (nerve root all the way up her right leg and traveled down to her ankle where her ankle felt broken) and stated she was in agony for pain, and they wanted to do an MRI. The MRI procedure was not due to a problem with the device or therapy. The patient mentioned there was a gradual and also sudden change in therapy/symptoms. The patient stated she had left hip pain since they had fallen on ice on (B)(6) 2008, but the pain pump wasn¿t implanted for that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.